Manufacturer narrative:
The lens was returned in the loading area of a company cartridge. Viscoelastic was observed in the cartridge. The lens was pressed up against the roof of the cartridge. The trailing haptic was bent distal area. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed with cleaning. No other lens damage was observed. Top coot dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. A qualified cartridge was indicated. It is unknown if a qualified handpiece was used. The reported issue stated leading haptic however, only the trailing haptic was damaged. The root cause for the observed damage appeared to be related to a failure to follow the instructions for use (IFU). The lens was returned pressed up against the roof of the cartridge. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens loading procedure the leading haptic had issue. There was no patient contact. The procedure was completed with the backup lens without complication. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).